Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - cpla-0001887487 ¿ aviva insight meter - system 1 - serial number - (B)(4). (B)(6) - ¿ mobile meter - system 2 - serial number ¿ (B)(4).

Event description:
Customer reportedly received the following results, with two different roche meters within 10 minutes: low (<0.5 mmol/l) on aviva insight meter (system 1) and 6.7 mmol/l on mobile system (system 2). Customer also reportedly received the following results, with two different roche meters within 10 minutes: low (<0.5 mmol/l) on aviva insight meter (system 1) and 16.3 mmol/l on mobile system (system 2). Customer also reportedly received the following results, with two different roche meters within 10 minutes: 0.7 mmol/l on aviva insight meter (system 1) and 3.4 mmol/l on mobile system (system 2). Customer was not having any symptoms of low blood glucose. Customer used the same finger stick for each comparison. Caller alleges insight meter is not giving correct readings. No adverse event reported. Return of the suspect device was requested for evaluation.